Manufacturer narrative:
Investigation pending.

Event description:
Customer claims discrepant meter readings: patient self tester tested 5.0 which is above her therapeutic range of 2-3, so retested inr 3.6 and again inr 4.2. Tests were performed within 5 mins on different fingers with good technique. Code is correct. Patient does not have strips with her to provide lot number.